Manufacturer narrative:
The pump was received with blank display, and the problem was isolated to the interface board. The pump was received with cracked reservoir tube lip, minor scratches on display window, and no damage or corrosion to battery cap contacts.

Event description:
The customer reported via phone call of issues with blank display on their insulin pump. The customer states they woke up to blank display. The customer's blood glucose level was 400mg/dl. Troubleshoot was conducted and the display did not return. The customer was advised the pump would have to be replaced and returned for analysis.